Manufacturer narrative:
(B)(4). The report of a leak was not confirmed.

Manufacturer narrative:
(B)(4). The device was requested, but was not available. A follow-up MDR will be submitted if any additional information is received.

Manufacturer narrative:
(B)(4). The complaint for system error se 2240 (air in set) was not confirmed; however, per the complaint information the root cause was due to an improper setup. There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. This review finds the labeling adequate for the use error in the complaint similar reports have been received by baxter for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
During follow up with a customer regarding a reload set 166 alarm, corporate product surveillance (cps) received a report from a care giver (cg) who said the alarm was caused by a leak. The cg said she thought that the leak came from the where the bag connects to the cassette. The cg said she thought the home patient (hp) did not screw it tight enough. The cg stated the hp's therapy had been going fine since. Product surveillance contacted the hp who stated she thought she screwed in the connections tight enough, but one must have come undone. The patient was involved, but there was no serious injury or medical intervention indicated at the time of the initial report.